Event description:
It was reported that a pump, while infusing albumin at rates between 50-200 ml/hr (programmed amount and delivery rate unknown), will alarm for an upstream occlusion when an occlusion does not exist.

Manufacturer narrative:
(B)(4). The device was not identified, so it could not be returned to baxter for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.